Event description:
It was reported by the patient's physician that their device was being turned back on after being disabled for about a year and with each ramp-up step the patient temporarily experiences a new seizure type. No other relevant information has been received to date.